Event description:
The customer reported the irrigation channel (water jet channel) of the subject device was clogged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the water jet channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in water jet channel). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, foreign material found in the water jet channel was suspected to be due to insufficient cleaning of the device. The reported issue (clogged channel) was confirmed. It was observed that foreign material clogged in channel resulted in flow issues from the water jet channel. In addition, service found the plastic distal end cover was cracked, the biopsy channel was perforated, the connecting tube was wrinkled, and the lock engagement lever of the up/down angulation knob was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. Additional information was requested, but not received. Olympus will continue to monitor field performance for this device.